Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d26639, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n332912, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that just in the last couple of months prior, (B)(6) 2015, the patient had been getting severe stabbing pain right where the device was in their back and ¿it was so severe it almost throws it through the roof¿. It was very painful for the patient to use the recharge. It felt like it popped out of place. There was stabbing pain at the implantable neurostimulator (ins) site. The patient's family had been trying to contact the healthcare provider (hcp) but did not hear back from the hcp. There were no upcoming appointments with their current hcp but were going to get in touch with another. The manufacturer representative was going to get in touch with the patients family to address the issue. The patient had tenderness at the pocket site, especially when they moved a certain position. There wasn't much the hcp could do because the patient's therapy was good. The hcp asked the patient to get in contact with the surgeon. Further information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.